Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a recurring insulin flow blocked alarm and experienced hyperglycemia. The blood glucose value was unknown. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1880l, mmt-866a. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. No product return is required for mmt-332a, mmt-866a. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that from 02/08/2025 09:07:01.000 through 06/16/2025 07:30:21.000 multiple no delivery alarms were recorded. No unexpected insulin flow block alarms noted during testing. However noisy motor noted during testing. Isolate to motor. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion customer concerns were not confirmed during testing. No unexpected insulin flow block alarm noted. However, noisy motor noted during testing. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.